Manufacturer narrative:
The pad device was installed on (B)(6) 2009 and operated successfully until (B)(6) 2011. The device failed an auto self test on (B)(6) 2011 for a low battery. The device is left in fail mode until (B)(6) 2012 when it again failed a self test due to a low battery. On inspection, it revealed a negative terminal pogo-pin was stuck inside the device. The device would not power on. It is likely the pogo-pin became damaged on or after the last failed self test on (B)(6) 2012. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the device was emitting a low battery warning. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.